Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during an attune, total knee replacement, the surgeon made an attempt to place the final insert in the patient and was unable to get the insert to engage in the fix bearing tray. The insert was then removed and a new insert was successfully placed in the total knee. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the locking tab of the atune cr rt ms ins sz 8 5 deformed. Additionally, the devices presents scratches most likely caused by the extraction attempts. The observed damage can be consistent with a component failure caused by excessive forces applied over material, like assembling the device in an off-axis position during surgical process. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. As per attune¿ revision knee system fixed bearing surgical technique rev. D, on page 213, the next steps need to be follow for a proper implantation of the attune ps/cr insert with the revision fixed bearing tibial base: "angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position the impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor". A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since mating device was not returned for evaluation. However, based on the observed damage it is reasonable to conclude that the device was difficult to assembled. The overall complaint was confirmed as the observed condition of the atune cr rt ms ins sz 8 5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code -152020805 , lot number -m50x77 , and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device product code -152020805 , lot number -m50x77 , and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during tkr, the surgeon made an attempt to place the final insert in the patient and was unable to get the insert to engage in the fix bearing tray. The insert was then removed and a new insert was successfully placed in the total knee. Was surgery delayed due to the reported event? No, if yes, number of minutes: 0, action taken when event occurred? The insert was removed. A new insert was opened and successfully placed in patient with no delay., was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? There was no clinical outcome experienced by the patient., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, if yes, describe no additional medical interventions needed. , is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True